Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) required functional testing and calibration. The incoming test could be performed once the battery chamber was locked. The battery chamber was found to be damaged the end cap was missing. The incoming test failed due to the heart wire contacts, and patient output connectors needed to be replaced. The patient connectors were corroded/contaminated, and white shade/dust was observed on three contacts in the connector. It was also determined at analysis that the lower case was cracked and there was cosmetic damage to the keypad. Missing bail cover, bail attachment, lower case screw, and bent ring reported. The epg was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the user requested that the external pulse generator (epg) undergo functional testing and calibration. The epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.